Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the article provided was not presented in a readable format. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or potential causes that could contribute to the reported event include excessive forces applied to implant and surgical technique. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that on literature review ¿related study of the morphology of the proximal femur and the biologic fixation of tapered femoral component. Author: yang peiyan¿, 1 patient with a dorr classification type b experienced fissure fracture at proximal femur when the femoral stem was installed. 1 patient with a dorr classification type a experienced postoperative groin pain after receiving cup depressive bone graft due to the surgery for shallow acetabulum and 2 patients with a dorr classification type c experienced mild discomfort at the incision of greater trochanter of femur within postoperative 3 months, all complications were reported while using an synergy femoral stem.